Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had been hospitalized after losing consciousness and driving into a ditch due to high blood glucose levels two weeks prior to reporting. Blood glucose level was not provided at time of hospitalization. Customer stated they believe the device deliver too many. Nothing further reported.

Event description:
The customer's friend reported via phone call that the customer experienced low blood glucose two weeks prior. The customer attempted to treat their blood glucose with the insulin pump. The caller alleged the pump was delivering too much insulin. The customer began to feel sick and blacked out. The customer became unconscious and drove into a ditch. The customer was hospitalized as a result. The caller stated the pump delivered eight times the amount of insulin programmed. The customer's blood glucose was unknown at the time of event.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. Please reference manufacturer report number: 2032227-2015-04408 for device evaluation.